Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and severely scratched display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen had scratch. The customer reported that they had difficulty reading the screen. The customer's blood glucose was 127 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.